Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: added new information to h.6 type of investigation, investigation findings and investigation conclusions. Corrected h6: health effect - impact code. The device was returned to edwards lifesciences for evaluation. A 23mm commander delivery system was returned with loader cap and 3-way stopcock. The commander was returned in locked position with a quarter flex and no fine adjustment in use. There was a kink on the proximal balloon shaft near strain relief. All inspections are conducted on 100% of the units. Per procedure, the device is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In this case, it was reported that there was mild to moderate calcification in patient's landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 23mm sapien 3 ultra in the aortic position via transfemoral approach, a balloon ruptured at the very end of the valve implantation. The delivery system was removed without complication and the echo shows no paravalvular leak (pvl). Patient is in stable condition.